Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) failed for multiple assays which prompted a lookback of patient results. The discordant results had been generated after the previous valid qc was run. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed the acid, base and wash 1 bottles and disposed of the contents, and emptied and cleaned the associated reservoirs. The cse loaded fresh bulk reagents and primed the reservoirs and system delivery tubing. The cse cleaned the luminometer and acid and base probes. The cse found the aspirate 1 pinch valve was not clamping off fully post operation, which caused reduced flow in aspirate 2, and replaced the valve. The reagent probe 2 was slightly deformed, and the cse straightened and calibrated the probe. The resuspend magnet holder was also found to be bent inwards. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated cancer antigen ca125, cancer antigen cea, vitamin b12, folate, and alpha-fetoprotein results, as well as discordant falsely low cancer antigen 19-9 results were obtained on multiple patient samples on an advia centaur xpt system. The samples were all repeated for the respective assay(s) and the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00099 on 23-apr-2021. Additional information (30-apr-2021): the units for the affected assays were provided. Section b6 was updated with the appropriate units. Additional information (05-may-2021): quality controls (qc) recovered in range after emptying and rinsing the acid and base reservoirs and loading fresh acid and base onto the advia centaur xpt system. It is unknown how the acid and base became contaminated. Operator error cannot be excluded as potential cause of the contamination. The cause of the event was the contaminated acid and base. The system is performing according to specifications. No further evaluation of this device is required.